Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a past inappropriate shock due to atrial fibrillation (af). Review of recent episodes identified two untreated episodes and smart pass had been deactivated. A change in morphology from positive qrs to low amplitudes with some undersensed signals along with oversensing. A boston scientific technical services consultant to re-enable smart pass, run all vectors and perform a posture assessment and x-ray to verify system location. It was noted that the amplitude gets smaller when the patient lies on his left side which occurs in primary and secondary vectors. Alternate vector is not an option as amplitudes are even smaller and oversensing occurs. X-ray revealed the device was flipped up. The device was programmed off and the patient was placed with a life vest. The system was subsequently explanted. No additional adverse patient effects were reported.